Event description:
It was reported that the patient was implanted with their device 3 days ago and everything went well. When the patient had the implant surgery, they were ¿drowsed out¿ so the manufacturer representative explained to their spouse on how to use the patient programmer to increase or decrease stimulation. The patient got home and was pretty dizzy and sleepy so they went to bed. About 3 hours later, the patient did get up and eat and then went back to bed. Sometime during that night, they began feeling pain in their private area and it was like someone was sticking them in there and felt a prickling feeling in their vagina. The following day, they woke up and felt like the stimulation sensation was too strong and so their spouse decreased stimulation. The patient was close to 5 when this happened. The patient was still feeling stimulation sensation from the implant site to their buttocks down to their thighs and from their legs to their feet. It was also causing the patient¿s big toe to bend. The patient¿s spouse helped them with making adjustments to their stimulation and they were not home right now. The patient would try decreasing stimulation when they came home. At night it was not so bad and the patient was not feeling anything at night. The therapy had helped the patient¿s urinary leakage 100 percent and the device was working as there was no leakage and they didn¿t urinate that much like during the night even after drinking a lot of green tea. It was further reported that the patient was having discomfort off and on so today they kept decreasing until they reached 2.01v. The patient was getting vibrations from under their thigh, down their leg, and down to their toes. The second and third toes went down like they were having a cramp and the patient didn¿t think any of this was normal. The patient was still experiencing the same symptoms but not as strong and it still pulled their toes down a little bit as well. The patient would have a follow-up appointment with their health care provider (hcp) tomorrow. The patient had taken a shower every day but the tape hadn¿t fallen off. The patient was afraid that the tape was glued on their skin at this point and it would tear off skin when they took it off. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient wanted the implant removed. The caller stated that the patient had good luck with it at first, but now does not have good luck with the implant. The patient had always had uncomfortable stimulation and pain since implant. The patient's healthcare provider (hcp) and a manufacturer representative had done surgery, "looked at implant, and reinforced something about a year ago." Since this surgery the patient's implant has not been doing them any good. The patient is going to the bathroom 5 times at night again and increasing stimulation gave the patient discomfort, toe curling, and pain. The patient's device was off at the time of the call and the patient stated that even though the device was off they still felt pain in their buttocks at the implant site when something touches it or when they get up and put pressure on their foot. The patient described the pain as "shooting pain and feels like pressure" and stated that the pain was not constant when the device is off, but is constant when the device is on. The patient also noted that they were taking ibuprofen and aleve for the pain, but were "walking around like [they are] 90 years old." The patient's urologist told the patient that they do not think the patient's back pain is related to the implant because the patient had back surgery prior to the implant, but the patient states that their back pain went away when they had surgery and therapy for their back and thinks that the current pain and issues stem from the device. The patient did not feel stimulation at the time of the call because the patient had turned stimulation off due to stimulation being uncomfortable when stimulation was on. The patient initially described symptom onset as gradual in terms of increased frequency, but reported that increasing stimulation caused sudden pain which gradually got worse to the point that stimulation always caused discomfort. The patient added that at the end of (B)(6) they have an appointment for botox injections for overactive bladder symptoms. The patient was advised to follow-up with their hcp regarding their pain and possible explant. Patient status is unknown at the time of this report and no plans for explant are scheduled at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0me05, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).